Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was hard to fire. The surgeon stated that it did not feel right so it was removed from the trocar. Once out of the trocar, the device jammed and would not open. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Indicator wheel failure, device fired through lockout, empty the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, the lockout was fired through and the orange indicator was beyond its intended position. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indictor to over-travel the intended point. No functional testing could be performed to evaluate the reported firing/feeding issues due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.